Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, gaia first, gaia second; guide catheter: faine cross. Evaluation summary: visual inspection was performed on the returned device. The separated shaft was able to be confirmed. The reported difficulty to remove could not be replicated in a testing environment due to the condition of the returned device. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified lesion in the distal circumflex coronary artery. A 1.5x15mm mini trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated without issues. While removing the bdc it is unknown if it got caught on the proximal end of the guide catheter or with the rotating hemostatic valve. The bdc separated into two pieces at the guide wire exit notch. The proximal end of the distal shaft was slightly sticking out of the guide catheter and the separated portion was pulled out of the guide catheter without issues. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.